Event description:
It was reported that the patient experienced syncope, fell and broke their foot. It was also reported that the right ventricular (rv) lead exhibited rising, high and unstable thresholds, no capture and it was noted the rv lead had dislodged due to insufficient slack. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.